Event description:
A customer reported to baxter (B)(4) of a flogard administration set in which the tubing falls off right below the drip chamber during an infusion. There was a lot of nacl on the floor and a "chocked" patient but no injury. No additional information is available.

Manufacturer narrative:
(B)(4). An companion sample was sent in for an evaluation; the reported condition was not confirmed since the sample was found to be disconnected from between chamber and tube. A close visual inspection revealed that the tube which is inserted onto the chamber pip during the assembly process at the plant, was all twisted and the chamber pip damaged. The customer confirmed that some of the nurses had tried to find out whether other sets could also risk to be disconnected and they had tried to pull the tubing to test whether they were secure. The cause of the reported condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample from a different lot is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.